Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for 1.5 day. Patient bg level was 258mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.